Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
It was reported that the patient's femur was revised due to a broken distal screw. Patient was converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.